Manufacturer narrative:
(B)(4).

Event description:
Customer called to report a faint red leak on the left side of the coulter lh750 hematology analyzer. The source of the leak was unknown but the leak was contained within the instrument. The field service engineer (fse) observed that the source of the leak was a pinhole in the tubing going through pinch valve (vl)114. Vl114 (needle vent isolator) runs from the needle of the lh750 to tee-fitting ft2 of the slidemaker. The fse replaced the affected tubing and cleaned and decontaminated where the fluid had spilled. There was no further evidence of leaking. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. The root cause for the leak was a pinhole in the tubing going through vl114. Customer stated that patient sample results were not affected, and that no one was harmed by or exposed to the leak.